Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to the customer's blood glucose level. Additional information was not provided. The customer declined further follow up from tandem technical support.